Manufacturer narrative:
One speedband superview super 7 device was received for analysis. The velcro strap, irrigation catheter, and the ligator head were returned. A visual examination of the returned device found that the handle bracket was damaged by the trip wire. The crimp was present on the trip wire. Examination of the ligator head found one band present with the other four bands returned detached from the ligator head. The ligator head teeth are damage. The suture was broken with one section attached to the ligator head and the other section attached to the trip wire loop. The trip wire was partially rolled in the handle and there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as per dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause of the event is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2016. According to the complainant, during unpacking and after the protective casing of the bands was removed, the bands started to drop spontaneously. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) relates to the reported issue of bands prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2016. According to the complainant, during unpacking and after the protective casing of the bands was removed, the bands started to drop spontaneously. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.